Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that they woke up sweaty and looked at their phone, which was displaying a loss of signal. The patient stated that they realized they had been experiencing low blood sugar for the last three hours. No medical intervention was reported. Additional event information is not available. Data was returned for evaluation. The reported issue of loss of connection was confirmed. A root cause could not be determined.